Manufacturer narrative:
The consumer left a review on amazon.com stating they received false negative results, however did not mention how many false negative results. The consumer did not provide a lot number or item number. Additionally, the consumer did not state if they followed the instructions listed in the instructions for use. It is unknown if a pcr test was used to confirm the patient's diagnosis. Orasure technologies, inc. Is unable to contact the consumer for additional information. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
An anonymous consumer left a review on amazon.com stating they got a false negative result while using an inteliswab test kit. The consumer review: "even with highly symptomatic covid, these tests gave me false negatives."